Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that a discordant result was obtained for carbon dioxide (co2) on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: replaced and aligned the sample mixer, ran mix and align test, and ran quick check. The mix and align test and quick check recovered acceptably. The customer ran quality control (qcs). The qc recovered within acceptable ranges. The cause of the discordant co2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2019-00317 was filed for the same issue.

Event description:
Discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s) and was questioned. The sample was repeated on an alternate dimension vista instrument under sample ID (B)(6), and the repeat result was higher than the discordant result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.